Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient noticed redness and signs of infection across the entire area where the sensor patch had been removed. To relieve the symptoms, the patient applied an over-the-counter ointment, neosporin, 3 to 4 times daily. When the symptoms persisted despite this treatment, the patient visited an urgent care clinic on (B)(6)2025. The physician prescribed an oral antibiotic, doxycycline, though the patient could not recall the dosage, frequency, or duration. No diagnostic tests or procedures were performed during that visit. The following day, (B)(6)2025, the patient went to the hospital and was prescribed a different oral antibiotic, the name and details of which he could not remember. He also received an IV antibiotic, but again, the patient was unable to recall the specific medication or dosage. The patient reported that the affected area has since healed completely. No photo was provided. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).